Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level and notice a larger air bubble in reservoir. Customer current blood glucose level was 26.7 mmol/l. The customer was not treated outside of pump and no flow block alarms went off. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated had nausea, abdominal pain and dehydration symptoms. Customer declined troubleshooting for high blood glucose. The reservoir will not be returned for analysis.